Event description:
On 10/06/06 the lay user/patient contacted lifescan (affiliate) alleging that his one touch ultra was reading erratically. The technical service rep (tsr) contacted the pt on 10/12/06 to obtain/verify the following info. The pt no longer has the reported test strips but is alleging that the test strips did not give accurate results. The pt reported blood glucose results of "270 and 60 mg/dl" on his meter, performed less than 10 minutes of each other. The tsr verified that the meter was set up correctly, an approved sample source (finger) was used; however, an incorrect technique was used to clean the puncture site. Based on the statistical methodology, the calculated difference exceeds lifescan's precision criteria. The pt stated that he usually obtains "118 and 135 mg/dl", but when he was using the reported test strips for approximately the last 3 months, his meter readings were "sometimes 65 or 212 mg/dl." The pt stated that he did not have any particular symptoms of high or low blood glucose; however, when his meter reading was "high," he sometimes increased his dosage of his starlix tablets and became "hypoglycemic." The pt denied receiving any medical attention and medical treatment, but visited his dr many times during the last 3 months. It is not clear that the pt was following medical advice by increasing his starlix dose. Additionally, the pt refused to provide details regarding becoming "hypoglycemic," such as symptoms, blood glucose readings, and actions taken. This complaint is being reported because the pt had episode he claims as being "hypoglycemic" while using our meter with the reported test strips. The tsr noted that the reported tests strips were counterfeit test strips (lot# 2625258); lifescan sold genuine test strips with lot number 2625258 on 03/06; however, lifescan became aware that counterfeit test strips were being distributed in this country's market with the same lot number and (lot 2625258) in 08/06. The tsr offered to replace the test strips, but the pt declined the offer. On 10/14/06, lifescan rec'd the reported test strips and verified that the test strips were genuine test strips and not counterfeit, as initially noted.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.